Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds and other configurations there was no capture.  The physician attempted to pull ,reposition the lv lead within the middle cardiac vein where it was located with no positive results. There were no other viable vessels to put an lv lead so it was decided to place a left bundle branch lead instead. The lv lead was explanted and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds and other configurations there was no capture.  The physicism attempted to pull, reposition the lv lead within the middle cardiac vein where it was located with no positive results. There were no other viable vessels to put an lv lead so it was decided to place a left bundle branch lead instead. The lv lead was explanted and replaced.  No patient complications have been reported as a result of this event.